Manufacturer narrative:
(B) (4).

Event description:
Impedance values were greater than 40,000 ohms on electrodes 13 and 14 though the lead was not connected to an ipg. The hcp wanted to leave the end of the lead capped for future use. Further info is being requested at this time.